Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device delivered appropriate therapy for an arrhythmia potentially resulting from endocarditis and fever. It was noted that the patient experienced sycnope at that time despite no delay in therapy and successful conversion of the arrhythmia. The patient was subsequently hospitalized and treated with antibiotics. As vegetative growth was ruled out the patient's system was not surgically revised. No additional adverse patient effects were reported. This system remains in service.